Event description:
This is a signaling regarding the packaging of a smr stem, the event occurred in (B)(6). During surgery, the implant packaging has been found to be compromised; the plastic wrapping has holes worn in it due to movement of the stem within the inner and outer pouch, so the sterility of the device was not ensured. There was a 2nd item in the hospital that the surgeon was able to use for the case, so there was no impact on the surgery time or the patient.

Manufacturer narrative:
We checked the DHR related to the packaging process of this stem (batch 201005442-1000208), without finding any anomaly. By the event description, we know that the stem lost its "vacuum" and started having micro-movements within the box. We believe that this could have been caused by bad handling / unexpected bumps experienced by the box during the transportation phases of the device from italy to australia. It's likely that we will receive the package of the stem, we will submit a follow-up report after analyzing the package. The stem involved in this packaging signaling was packaged into a double vacuumed pouch. To reduce the risk of recurrence of such issue limacorporate already performed the following corrective action: introduction of an additional protective opa-pe pouch (not vacuumed) which physically separates the finned stem from the inner vacuumed pouch. This should avoid the unintentional damage of the inner and outer vacuumed pouch. All the smr finned stems which reach the us market are packaged in this triple pouch and, until now, we did not receive information on similar issues with triple-packaged smr stems.